Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Further evaluation of the system and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Further evaluation of the system and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Further evaluation of the system and reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: d6a: implant date. Information was added to the following fields: a1: patient identifier.